Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system shut off during procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system shut off during procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to reproduce the reported issue. However, it was noted that the bcare5 cable in the e/p-pack was routed in the way of the on/off switches. With this setup, it is possible for the cable to switch off of the s5 system in the event of movement of the device. If this had occurred, the battery would not turn on. The cable was re-routed away from the switches and a full system functionality check was performed without issue. Preventative maintenance was also performed successfully and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.